Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the amulet was implanted after three partial recaptures. After the release, during device evaluation, a posterior effusion was noted. A pericardiocentesis was performed. At the end of the procedure, protamine was given for heparin reversal. The patient was reported stable after the procedure.

Manufacturer narrative:
An event of pericardial effusion was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from field indicated that heparin was administered but act levels were not provided. The field also indicated that the device was implanted after three partial recaptures. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could be related to the recaptures during implantation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the amulet was implanted after three partial recaptures. After the release, during device evaluation, a posterior effusion was noted. A pericardiocentesis was performed. At the end of the procedure, protamine was given for heparin reversal. The patient was reported stable after the procedure.